Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited noise; the noise was reproducible with movement of the pulse generator. The patient was not dependent and the physician decided to reprogram the device. The patient was in good condition; no additional information was reported.